Event description:
It was reported that, during the surgery, when the outer bag of powder was opened, the inner bag had a crack. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and device evaluation. Investigation results concluded that the reported event was due to use error. Thus the complaint subject and category both needed to updated from "packaging : inner pouch _ open sealing" to "packaging : inner pouch _ damaged", the last one being not reportable as per our document rgd packaging fully signed - june 2019. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, another supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during the surgery, when the outer bag of powder was opened, the inner bag had a crack. No adverse event has been reported as a result of the malfunction.